Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced an issue with drawer 4.2, where multiple pockets showed duplicate readings and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid correction: section d unique identifier (UDI) & section e initial reporter first name, initial reporter last name.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced an issue with drawer 4.2, where multiple pockets showed duplicate readings and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced an issue with drawer 4.2, where multiple pockets showed duplicate readings and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 4.2 had multiple pockets that produced duplicate readings, which were flagged as failed. The field service engineer (fse) had powered down the station and replaced the retractor band. Once the station was powered back on, the fse assisted the customer in recovering all failed duplicate pockets and reloading several medications into the drawer. The issue was verified to be resolved following these actions. The system functioned as intended after the field service engineer repaired the device.